Event description:
A report was received that the patient had infection and had been taking medication for it.

Event description:
A report was received that the patient had an infection which was contained and was not device related. The patient had been taking medication for it.

Manufacturer narrative:
Additional information was received that patient's white blood cell counts were normal and there was no signs of infection present.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had an infection which was contained and was not device related. The patient had been taking medication for it.